Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event. A review of the device data showed a few non-sustained ventricular tachycardia (nsvt) events, one corresponding to the episode. No adverse patient effects were reported.